Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. The reason for reoperation was rupture. Device analysis results: visual analysis of the returned device identified an extended opening. A weight test of the device was performed and the device as found to be underweight. A microscopic analysis was performed which identified one opening sharp on the posterior. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is sharp opening on the posterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side "signs of rupture within the capsule. Diagnosed by MRI". The device has been explanted.